Event description:
This customer reported a failure to discharge during a synchronized cardioversion. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during a synchronized cardioversion. There was no death or serious injury associated with this event. The device was evaluated by a philips field service engineer and the device passed all testing. There were no ECG strips available for review. We are unable to determine the cause of the reported symptom as it could not be reproduced.